Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system's flexvision pc was not booting up. Rse analyzed the system and found flex vision pc issues. Upon troubleshooting, the philips field service engineer (fse) found the flexvision pc was intermittently not starting up. The cause of the flexvision pc failure was not conclusively determined by the supplier's part analysis, however, found another failure as low battery voltage (0,7v) sdr chk fail. To resolve the issue, the fse replaced the flexvision pc, reloaded the software and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.